Event description:
It was reported that the patient arrived with poor left ventricular function. While in the operating theater, the md inserted the guidewire into the right femoral artery. The iab could not be passed over the guidewire. The md removed the guidewire and used another guidewire from the kit and again found that the iab could not be advanced over the wire. As a result, the iab and the guidewire were removed from the patient and another brand iab was inserted with success. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.